Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was hair in the sterile supply.

Manufacturer narrative:
Alleged failure: particulate in sterile packaging particulate in tube set packaging was confirmed. Probable root causes: cartridge with particulate in packaging due to manufacturing issue during the sterilization, assembly process. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was hair in the sterile supply.